Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: initial academic experience and learning curve with robotic spine instrumentation: timur m. Urakov, md, ken hsuan-kan chang, md, s. Shelby burks, md, and michael y. Wang, md. Submitted january 3, 2017. Accepted february 17, 2017. N=1 dislodged pelvic screw.